Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: revision posterior fusion at l5-s1 with autograft, allograft and bone morphogenic protein; application of posterior instrumentation at l5 and s1 on the left ( tallon pedicle screws and rod). Removal of broken s1 screw on the right. Reinsertion of s1 screw on the right. Exploration of fusion. Harvest of posterior iliac crest bone graft. Intraoperative pedicle screw stimulation at l5 and s1 on the left. Intraoperative neuromonitoring. Fluoroscopy. Preoperative diagnosis as stated : hardware failure on the right at s1. Pseudoarthrosis at l5-s1. Persistent low back pain. Per op-notes: "using straight and angled chisels several corticocancellous strips were harvested from the posterior iliac crest. There was also cancellous bone harvested as well. Medium bmp sponges were prepared on the back table as well. Following this the area was irrigated multiple times with dab. This was packed off with gelfoam and 4x4's and attention was redirected to the posterior lumbar spine. At this time the fusion bed was decorticated with the high speed burr as well as the lateral facet joints at l5-s1. The bmp strips of corticocancellous bone were then laid down along the facet joints and along the transverse process and sacral ala impacted with an impacter into the place. The rods for the pedicle screw were then measured and appropriate sized rods placed." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.